Manufacturer narrative:
Additional pro codes: gfa, gff, hsz. Part: 310.670; lot: f-20381; manufacturing site: (B)(4); supplier: (B)(4); release to warehouse date: august 25, 2016. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation selection investigation site: (B)(4); selected flow(s): device interaction/functional and damaged: visual examples: deformed/bent/cracked. Visual inspection: upon visual inspection of the complaint device it can be seen that on the proximal end of the device the tip is worn from use, this thus confirming the complaint description. Otherwise the article is in a good condition. Functional test: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no function test is needed. Document/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no document/specification review is needed. Dimensional inspection: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Summary: there is no particular information on what's happened to this article by the customer, unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that wear and tear from often use over the years led to this damage or/and that during the operation an application error may have taken place. To prevent such problems, it is necessary for worn or damaged instruments to be replaced and/or to operated according to "IFU synthes cutting tools" or/and to operate according to "instrument wear due to normal wear." Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that the surgeon had recurring problems with two (2) cannulated screw sets. The threaded guide wire with trocar and k-wire with double tip have been breaking off in-situ when used on patients. The three drill bits were also noted to be dull. The surgeon stated that it has been happening in sixty percent of cases over the past twelve months. The surgeon did not believe that the staff have been putting used guide wires back in the set. Additionally, replacements were made with the drill bits only when they were dull because they were reusable. The surgeon also said that when using threaded guide wires, they were not breaking at the junction of the thread and the shaft, but rather in the shaft itself. There was no patient outcome reported. It was unknown if the procedure was successfully completed and if there was a surgical delay. Concomitant devices: drill bit (part: 310.670, lot: f-24431, quantity: 1); k-wire with double tip (part: 292.520, lot: l831674, quantity: 4); k-wire with double tip (part: 292.520, lot: l554693, quantity: 1); k-wire with double tip (part: 292.520, lot: l475456, quantity: 4); k-wire with double tip (part: 292.520, lot: l786408, quantity: 1); guide wire with thread-tip with trocar (part: 292.620, lot: l728437, quantity: 6); guide wire with thread-tip with trocar (part: 292.620, lot: l901629, quantity: 3); guide wire with thread-tip with trocar (part: 292.620, lot: l656389, quantity: 1). This report is for a 2.7mm cannulated drill bit. This is report 4 of 5 for (B)(4).